Event description:
Original equipment manufacturer (OEM) unable to complete preventative maintenance (pm) on 1 maquet cardiosave hybrid intra-aortic balloon pumps per the schedule set out by the OEM due to parts backorders. Initial report in november indicated safety disk backorders. Upon replacement of safety disk in december, vendor indicated compressor also needed to be replaced. Compressor has been on backorder since december. Equipment is supported (pm and repair) by OEM. Site has safety and regulatory concern due to extended downtime (4 months) for devices that are life support. No eta is available for required part.